Event description:
The following was reported: during a pka 3.0 surgery with the rob 2140, an mck implant was implanted too far medially. After implantation, the surgeon pointed out that the implant was too far medially. During the trial with the trial inlay, he stated that the placement was good. The checkpoints (tibia and burr) were checked before the incisions and showed a green value. The pre-planning did not indicate any medial protrusion of the implant. The implant protruded medially further than planned and laterally, towards the eminence, a gap was visible.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding incorrect placement involving a mako pka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: the relevant log files and case session files were not available for inspection. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that the robot was inspected with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the relevant log files and case session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
No new information.